Event description:
It was reported that the patient was experiencing inadequate stimulation due to migration. The patient underwent revision procedure wherein it dissected down to ipg and to the midline incision. The patient was doing well postoperatively. The surgery and physician were not able to dissect the anchor and free it up to access the lead. We attempted to put the stylet in to push the lead up. At that point, considering the patients health, the length of the procedure to that point, the satisfactory paresthesia overlaps the patient already had, concerns about risk of complications it was decided to abort the procedure and refer the patient back to neurosurgery.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a few days after the implantation. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7089042.